Manufacturer narrative:
(B)(4). Medical devices: steerable guide catheter, 2 implanted mitraclips, alfieri stitch. (B)(4). The mitraclip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The steerable guide catheter and another clip delivery system are filed under separate medwatch report numbers.

Event description:
This is reported as the implanted mitraclip (cds0602-xtr 80618u157) detached from one leaflet while remaining attached to another leaflet. It was reported that this was a mitral and tricuspid valve case with moderate to severe mitral regurgitation (mr) grade 3-4 with a previous alfieri stitch and severe mitral annular calcification, and severe tricuspid regurgitation (tr). Two mitraclips were implanted without issue on the mitral valve leaflets, lateral to the alfieri stitch, reducing mr to grade 1-2. Reportedly, there was an atrioseptal defect that might get treatment later. The procedure was continued. Clip delivery system (cds 80618u157) advanced to the tricuspid valve. The anterior and septal leaflets were grasped and fully inserted into the clip. Tr was reduced from grade 4 to 3 and the clip was deployed. Approximately 5 minutes after deployment, the clip was seen detached from the septal leaflet. Tr increased to grade 4. As treatment, a second cds (80614u171) advanced through the steerable guide catheter (sgc) but was seen in the left atrium. During retraction of the sgc into the right atrium, the sgc lost position and the clip got stuck crossing the septum from the left atrium into the right atrium. After troubleshooting, the cds was retracted into the sgc and both devices crossed into the right atrium. This second clip was implanted close to the previous slda clip, reducing the tr to grade 3. The case was completed with good results. No additional information was provided regarding this issue.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lots that would have contributed to this event. Additionally, a review of the complaint history identified no lot specific product quality issue. It should be noted that, per the intended use section of the mitraclip system instructions for use: the mitraclip system is intended for reconstruction of the insufficient mitral valve through tissue approximation. All available information was investigated and a definitive cause for the reported incomplete coaptation in this incident could not be determined. It is possible that user technique/procedural conditions in conjunction with patient anatomy possibly contributed to the reported adverse event; however, this cannot be definitively confirmed. Additionally, the reported improper or incorrect procedure or method appears to be due to use error as mitraclip device was used to treat tricuspid regurgitation; however, this error did not contribute to any of the reported issues and adverse event. There is no indication of product quality issue with respect to manufacture, design or labeling.